Event description:
A user facility medwatch report [mw5148987] was received and states: a perclose failure occurred at the main access site. After balloon tamponade, the bleeding was not resolved. A femoral cutdown was done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2) no additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: medwatch report# mw5148987.